Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a hemorrhagic cerebrovascular accident and expired after care was withdrawn. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Hemorrhagic stroke and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that this patient's ventricular assist device (vad) implantation course was further complicated by continued renal insufficiency requiring continuous venous hemodialysis , pneumonia, continued mechanical ventilation and surgical tracheostomy. Of note, this patient had a deteriorating pre-surgical condition. A cerebral computed tomography scan on (B)(6) 2012 revealed a frontal cerebral hemorrhage. After discussion with the family, a decision was made to withdraw therapy (including lvad pump stoppage) and the patient expired soon after. The cause of death was listed as cerebral hemorrhage and an autopsy revealed no signs of thrombotic material in the lvad pump or in the patient's left ventricle. There was no allegation of device deficiency. The reported event appears to be associated with the patient's deteriorating pre-surgical condition and to the complexities of his/her medical management and not to the device itself. The device was not returned to the manufacturer for evaluation.